Event description:
After warming the scope with the laparovue, a piece of plastic was found on the end of the scope. The cleaning port on the scope warmer was punctured directly with the scope, rather than using the qtip provided with the kit, as recommended by the manufacture. The first laparovue was removed from service and replaced with a new laparovue which was then perforated properly with the qtip per the manufacturer's instructions. The event never reached the patient. While the instructions state to use the qtip, perhaps there is opportunity to better cue users to perform this step through the design of the warmer so users do not have to rely on the IFU which is not typically referenced at the time of use.